Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that there are bar code verification issues in mosaiq.

Manufacturer narrative:
Investigation results: based on the available information there was no mistreatment. The investigation has concluded that the root cause of this issue is the machine treatment console manufactured by hitatchi. The treatment console is failing to clear the accessory/barcode from the previous field and then sends the barcode from the previous field as part of the data for the current field. The treatment console is sending information to mosaiq that is inaccurate. Mosaiq is presenting and acting on that information in an appropriate fashion (interlock), which is part of the proper intended functioning of mosaiq. The user is choosing to override this so there is no risk to the patient. If the user overrides after visually verifying that there is no block and there should not be a block, then the patient is being irradiated as specified in the plan. Mosaiq is working as designed and intended.